Event description:
It was reported the patient experienced less than 50% therapy relief. A (B)(6) study and (B)(6) study were performed. There was no issue with the catheter and the pump logs show no problems. The (B)(6) study was normal. A catheter revision was performed. The catheter was aspirated with no problem and the pump was disconnected and on the back table. The proximal segment of the catheter appeared to have a nick. The proximal segment of the catheter was replaced on (B)(6) 2014 and discarded. The issue was resolved but the cause of the issue was not determined. The pump was set to minimum rate per the managing physician who plans to titrate to a therapeutic dose. The patient status at time of this report was alive; no injury. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10841r61, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# j10841r61, implanted: (B)(6) 2001, product type: catheter. (B)(4).